Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause for the pericardial effusion resulting in a cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of a pulmonary vein isolation, mitral isthmus line, and roof line ablation, a pericardial effusion resulting in a cardiac tamponade occurred. After completing the isthmus line block in the coronary sinus, the catheters were withdrawn and the patient became hypotensive. A transthoracic echocardiogram revealed blood around the heart and a tamponade. A pericardiocentesis was performed with no hemodynamic improvement. A small thoracotomy was completed to insert a surgical drain and the patient stabilized over night. The physician believed the effusion occurred due to excess ablation in the coronary sinus. There were no performance issues with any abbott device.